Manufacturer narrative:
The initial MDR 1226181-2016-00395 was filed on august 09, 2016. Additional information was received on 08/22/2016: the repeat results were reported out to the physician. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The repeat results were reported out to the physician.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the reagent 2 mixer, performed reagent probe 2 alignment and replaced lamp. The cse then ran quality control (qc) samples and the results were out of range. The cse ran patient samples with no change in results. The cse compared patient samples from another instrument and the patient samples were considered good. The customer performed qc with fresh qc material and was in range. After the corrections, the customer has not reported seeing further issues. A siemens headquarters support center (hsc) specialist reviewed the data provided. The cause of the discordant, falsely elevated aspartate aminotransferase (ast) and iron results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated aspartate aminotransferase (ast) and iron results were obtained on multiple patient samples on a dimension xpand with hm instrument. The customer also reported that they were experiencing abnormal reactions on their aspartate aminotransferase and iron results. One patient's sample results were provided for iron. The initial result was falsely elevated. The initial result was not reported out. The same sample was repeated on the same instrument, resulting lower. It is unknown if the repeat result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated aspartate aminotransferase and iron results.